Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing. This occurred while the patient was sleeping. Testing of the system was performed, and the field was unable to recreate any noise. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing. This occurred while the patient was sleeping. Testing of the system was performed, and the field was unable to recreate any noise. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient received another inappropriate shock later in time due to t-wave oversensing and low amplitude morphology measurements. X-ray imaging was sent for review, and isometric testing was unable to elicit any further noise. The s-ICD remains in service and no additional adverse patient effects were reported.